Event description:
Dr placed tibial insert onto baseplate pushing insert posteriorly into slots. He then attempted to lock in anteriorly using tibial impactor. On the initial impact the locking mechanism (anterior) on the tibial insert did not lock. The dr repositioned the knee to check if posterior femur was impinging on insert and again impacted the tibial insert. It again did not lock. Another insert was opened, and this insert locked in fine. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation:the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then precludes proper assembly onto the baseplate.